Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
No blood glucose levels reported. It was reported that the customer had a fall on (B)(6) 2014 and was found unresponsive on her stomach by her husband. The customer has not been suing the insulin pump since the event. The customer was requesting assistance checking the insulin pump. Tests performed on the insulin pump were successful. No additional information was provided.